Manufacturer narrative:
During the investigation it was found that the query that calculates the number of samples ready for results entry was timing out on the database server, therefore making the menu option unavailable. This resulted in a delay in reporting patient results. The issue is limited to this customer due to customer specific configuration. There are no reports of adverse health consequences due to this issue.

Event description:
Starlims clinical solution is a software solution for managing research and diagnostic laboratory data and processes and is intended to be used by trained healthcare and research laboratory professionals. The application provides single and multiple site facilities the ability to manage patient and sample registration, pre-analytical processing, manual entry of information and collection of data from ivd analyzers and/or non-diagnostics instruments, data validation (technical and/or clinical) and result reporting. A customer notified abbott informatics that the application results entry by batch was unavailable due to a database timeout.